Manufacturer narrative:
(B)(4). The insulin pump p-cap / test reservoir locks in place properly. The insulin pump passed the displacement test, active current measurement test and self test. However, the insulin pump failed the sleep current measurement test due to a problem isolated to electrical board 1. Successfully downloaded history files and traces using thus software. Low battery alert(104) was confirmed on (B)(6) 2019 03:08:00.000. Change battery fault (73) was confirmed on (B)(6) 2019 03:01:00.000 (event date). Battery out limit(6) was confirmed on (B)(6) 2018 09:00:26.000. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specifications. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Electrical board 1was swapped with test electrical board 1 and sleep current measurement test passed, problem isolated to electrical board 1. In summary, customer alleged battery power loss confirmed. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had to change the battery everyday. The display was set to auto and backlight to 15 seconds. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for the analysis.